Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the tip of the blade broke while in use during an endoscopic sphenoidtomy procedure. The tip was retrieved. Thee was no known patient impact reported.